Event description:
During in clinic follow up, noise which resulted in oversensing and under-sensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention has been performed. The patient was stable.